Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of a liner to constrained liner. Patient complaining he feels like his hip was dislocating every time he sat in his lazy boy chair. Patient wanted his liner changed to a constrained liner.